Event description:
Upon investigation, the fva valves demonstrate a rapid fluttering sound while attempting to actuate once a cassette is installed. An internal investigation of the device revealed no visible signs of damage or problems within the device. As the fva motor demonstrates an inability to actuate the fva pins appropriately it has been indicated as the source of the issue and will be replaced during repair.

Event description:
The following has been reported: "biomed reported a pump problem alarm on 10/13, biomed ran test infusion and pump alarmed again, no patient harm. Biomed confirmed pins are cleaned and he tried multiple admin sets." Preliminary evaluation of the device logs indicates that this is a mechanical hardware failure (av spring cage).. This did not stop an active infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. No adverse event. Further information is needed to complete the investigation.